Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that they were trying to start therapy on a patient and therapy kept stopping on the arctic sun device. Nurse stated that the pads used to have a white and blue line that were no longer there. Nurse wanted to confirm if the pads should be connected a specific way. They were using small size pads on the patient, however one of the chest pads were removed from the pack. Nurse stated that they used two universal pads in place and wanted to confirm if this was a possible cause of therapy stopping. Also stated that they initially had the device plugged into the bed. Nurse also asking how long it takes for the patient and water line to show up on the graft. Mis informed nurse the white and blue feature had been done away with, the pads could be connected either way. Also informed nurse it was appropriate to use the universal pads in place of the chest pad, this would not cause therapy to keep stopping. The current water flow rate was 3.8l/min. Mis confirmed with nurse that the device was plugged into a wall outlet, explained it should not be plugged into the beds as the power source was not adequate. This was likely why the device kept turning off. Mis informed nurse that the device takes a few minutes to gather patient data and display the graft. While on the phone, the graft appeared. Also informed nurse that they could access the event log to see if there were any alarms. Nurse declined, according to nurse therapy seemed to be running appropriately now. Nurse would watch to make sure there were no other issues. Per follow up information received via phone on 02feb2023, they state that the device worked well for a while then started having the same issues. No patient injuries. Nurses took patient off of device and used a bair hugger for patient with no issues. The device was sent to biomed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is power cord is not plugged in; power cord not plugged into appropriate outlet. However, this cannot be confirmed. Also stated that they initially had the device plugged into the bed. Nurse also asking how long it takes for the patient and water line to show up on the graft. Mis informed nurse the white and blue feature had been done away with; the pads could be connected either way. Also informed nurse it was appropriate to use the universal pads in place of the chest pad, this would not cause therapy to keep stopping. The current water flow rate was 3.8l/min. Mis confirmed with nurse that the device was plugged into a wall outlet, explained it should not be plugged into the beds as the power source was not adequate. This was likely why the device kept turning off. Mis informed nurse that the device takes a few minutes to gather patient data and display the graft. While on the phone, the graft appeared. Also informed nurse that they could access the event log to see if there were any alarms. Nurse declined, according to nurse therapy seemed to be running appropriately now. Nurse would watch to make sure there were no other issues. Per additional information received, they state that the device worked well for a while then started having the same issues. No patient injuries. Nurses took patient off of device and used a bair hugger for patient with no issues. The device was sent to biomed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions for use were found adequate and state the following: "power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. Connections: use only medivance approved cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. Plug the power cord into the wall outlet. Position arctic sun¿ temperature management system so that access to the power cord is not restricted." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they were trying to start therapy on a patient and therapy kept stopping on the arctic sun device. The nurse stated that the pads used to have a white and blue line that were no longer there. The nurse wanted to confirm if the pads should be connected a specific way. They were using small size pads on the patient, however one of the chest pads were removed from the pack. The nurse stated that they used two universal pads in place and wanted to confirm if this was a possible cause of therapy stopping. Also stated that they initially had the device plugged into the bed. Nurse also asking how long it takes for the patient and water line to show up on the graft. Mis informed nurse the white and blue feature had been done away with; the pads could be connected either way. Also informed nurse it was appropriate to use the universal pads in place of the chest pad, this would not cause therapy to keep stopping. The current water flow rate was 3.8l/min. Mis confirmed with the nurse that the device was plugged into a wall outlet, explained it should not be plugged into the beds as the power source was not adequate. This was likely why the device kept turning off. Mis informed nurse that the device takes a few minutes to gather patient data and display the graft. While on the phone, the graft appeared. Also informed nurse that they could access the event log to see if there were any alarms. Nurse declined, according to nurse, therapy seemed to be running appropriately now. The nurse would watch to make sure there were no other issues. Per follow-up information received via phone on 02feb2023, they state that the device worked well for a while, then started having the same issues. No patient injuries. Nurses took the patient off of the device and used a bair hugger on the patient with no issues. The device was sent to biomed.